Event description:
It was reported that patient experienced a shortness of breath and felt winded. Upon sitting, the patient became unresponsive and expired at home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested using automated test equipment and no anomalies were found.